Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sept2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse advised the customer to replace the power management (pm) printed circuit board. The customer reported that the pm pcb resolved the issue. The ventilator was returned back to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that several reference voltages were missing from the pneumatic screen of the ventilator. There was no patient involvement.